Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used in the lungs during a lung biopsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an excelon needle and a brush failed to obtain a tissue sample, the needle failed to flush and the brush failed to extend. The procedure was completed with another celebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: catheter torn.

Manufacturer narrative:
Investigation results finding the catheter torn. Investigation results: visual evaluation of the returned device found the working length was bent and brush was retracted. Functional evaluation performed, the brush was attempted to be extended but failed due to the tear in the catheter, but the strain relief was still connected to the handle. The condition of the returned device was consistent with the complaint that the brush was difficult to extend; the complaint was confirmed. The proximal part of the catheter was torn but the strain relief remained intact. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.